Event description:
It was reported that the patient with this pacemaker device exhibited loss of capture (loc). Upon review, technical services (ts) stated that there were increase in thresholds on non-boston scientific right ventricular (rv) lead. The rv impedance measurements were going down and were at 300 ohms. Boston scientific representative stated to continue monitoring the device till it reaches elective replacement indicator (eri) and to have reprogramming performed for split configuration. This device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.